Event description:
It was reported that the customer's cartridge was removed while the case was being taken off. There was no adverse impact to the customer's blood glucose. The customer was instructed to load a new cartridge to resolve the issue.